Event description:
Canadian home pt reports pt line of homechoice set was not priming completely. Home pt noted he has "received air" as a result. Per baxter affiliate, there was no pt injury or medical intervention required.